Manufacturer narrative:
Other: gas shock. The abbott commander parallel processing center (ln 06208-86) had a damaged cover spring on the left side of the processor, so the lid would not stay open. No injuries were reported as a result of the damaged spring. A new spring was sent to the customer for installation. The customer installed the spring and visually verified the proper operation. A review of the complaint history for abbott commander parallel processing center (ln 06208-86) was performed for the time period of 2008. No related complaints were identified. This is a final report.

Event description:
The abbott field service rep was at the account site and discovered the spring on the left lid cover of the commander ppc was damaged and needed to be replaced. The lid was not holding up as expected because of the damaged spring. No injury was reported due to commander ppc lid not staying open.